Event description:
It was reported that, "using the bone clamp to reduce the fracture and the bone clamp snapped."

Manufacturer narrative:
Evaluation summary: review of DHR batch records of product(s) lot# p08939 was reviewed: 25 devices have been mfg on (B)(4) 2008. There is no similar complaint reported within the same lot#. No deviation from the specification. Raw material certificate(s) - the raw material certificate (B)(4) was reviewed. It corresponds to the material defined on the drawing and to the internal material specification. Review of DHR - there is no similar complaint reported within the same lot#. No deviation from the specification. The returned device showed visible traces of use and is general damaged. The teeth of the returned instrument were damaged. The forceps were fractured between first and second jaw. The fracture surface (shiny, homogenous) showed the typical appearance of a forced brittle fracture. The damage at the teeth of the forceps is leading to the assumption that unanticipated high force application was applied on the instrument, which was finally leading to the instrument failure. It can not be excluded that abnormal use lead to the increased clamping force. Due to the above mentioned reasons the complaint issue can be determined as not device related (non intended use).